Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station had multiple drawer failures and was unable to be recovered the customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) replaced two slide rails, the retractor, pyxis module controller, and drawer board, all of which were physically damaged. The pyxis bus cable was reseated, and all latch and position sensors were tested. After rebooting, the hardware was reconfigured and successfully tested via hardware test application. The customer also verified drawer functionality through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station had multiple drawer failures and was unable to be recovered. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.